Event description:
Associated medwatch-reports: 2916714-2020-00618, 2916714-2020-00648.

Manufacturer narrative:
Reference code sz282r. Device name ennovate counter torque l-handle. Serial number n/a. Batch number unknown. UDI device identifier (B)(4). UDI production identifier unknown. Basic UDI-di n/a. Unit of use UDI-di (B)(4). Manufacturing date unknown. No product at hand. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Explanation and rationale, conclusion: in similar cases as the described, the rod persuader was not completely / correct attached at the pedicle screw. This leads to the jamming of the instrument . The IFU figures out, to ensure the correct attaching to the head of the pedicle screw. Therefore we assume a handling error as the most likely root cause. Corrective action: a CAPA is not necessary.

Manufacturer narrative:
Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
According to the complaint description the surgeon used a hammer to seat the counter torque and there was no impact to patient. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00759 (B)(4). 9610612-2020-00760 (B)(4).